Event description:
As reported: "revision surgery. Removed liner and head. Replaced with a universal 28mm biolox head +0 sleeve and mdm." Update 26-march-2019: as reported through a medwatch (mw5084853) " patient had a primary tha done at another facility. The implants that were implanted at this time received a recall. Patient had a revision tha done on 2019. The reason for this case was to remove the recalled implants. When the surgeon got into the capsule he found that the implants caused pseudotumor which in turn turned the tissue and cartridge to mush. Patient was brought back on 2019 for a second revision of the hip. A seroma occurred and became infected due to the recalled implants that caused the initial pseudotumor. The doctor thinks that when he opened the capsule the first time and found the pseudotumor from the implants it released the issues causing the seroma and in turn causing the overall function. The implants' recall/defectiveness were the overall causes of her issues. Nurse reported that not further information will be released due to hospital policy.

Manufacturer narrative:
An event regarding altr & corrosion involving a metal head was reported. Corrosion was confirmed, however, altr could not be confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 08 may 2019 this inspection indicated: the returned devices are shown. The returned devices were examined with the aid of a stereomicroscope at magnifications up to 50x. Head the returned head is shown. Images were taken of the inner taper of the head where debris was observed and collected using an sem stub. Damage present on the surface of the taper was consistent with interaction between the head taper and stem trunnion. Sem analysis: energy-dispersive spectroscopy (eds) analysis was performed on the debris and base material for the returned head as well as the debris from the insert. The elemental constituents are listed for each of the respective eds spectra. The source of the titanium peak could not be determined; the associated hip stem material would need to be known to determine if it is due to material transfer. The source of the debris could not be determined. Dimensional & functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. A material analysis has been performed. The report concluded: the damage present on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration on the insert is consistent with absorption of synovial fluid. The main constituents of the debris on the head were consistent with a corrosion product and an oxide. The base metal of the head was consistent with astm f1537. The origin of the debris from the insert could not be determined. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The following device was also listed in this report: unknown liner; cat# unknown; lot# unknown; it cannot be determined, if this device may have caused or contributed to the patient's experience. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision surgery. Removed liner and head. Replaced with a universal 28mm biolox head +0 sleeve and mdm".